Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was coronary arteriosclerosis angioplasty, diabetes mellitus type 1, coronary bypass grafting multivessel, cerebrovascular disease status post cerebrovascular accident, congestive heart failure. The caller stated that the customer's death was unexpected. The customer had neuropathy wound on the toe that was not healing because of diabetes, gastroparesis, vitamin d deficiency, congestive heart failure, major heart attack in (B)(6) 2016, and a stroke in (B)(6) 2015. The caller did not know the customer's blood glucose at the time of death. The last recorded bolus in the history of the insulin pump was 2.1 units at 22:06pm on (B)(6) 2016 and blood glucose of 326 mg/dl. The customer was wearing the insulin pump at the time of passing. The customer was using sensors and was wearing one at the time of passing. The caller agreed returning the insulin pump for analysis. Pump passed all functional tests.